Event description:
The patient and sling were attached to the lift. One clip on the right shoulder was not fastened well at first. The carer refastened the clip and brought the sling to tension and checked the clips. The patient was being lifted when the right shoulder clip broke off. The patient fell down a little. It was considered the patient did not notice the incident. No injuries reported.